Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed high-sensitivity troponin I (tnih) result was obtained on a patient sample on the dimension exl with lm instrument. Quality control (qc) was in range on the day of event. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument and determined reagent 2 (r2) probe was set too low in heterogenous module (hm) and cuvettes. The cse corrected the r2 probe alignment of r2. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely depressed high-sensitivity troponin I (tnih) result was obtained on a patient sample on the dimension exl with lm instrument. The erroneous result was reported to the physician(s). The sample was repeated on an alternate and the same dimension exl with lm instruments, recovering higher. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to a falsely depressed tnih result.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2024-00060 on 08-feb-2024. Additional information (21-feb-2024): siemens reviewed the instrument data and determined that the quality control and calibration were acceptable. There were no clots present in the sample and luminescent oxygen channeling immunoassay (loci) performance was acceptable. Siemens further evaluated the event and concluded that the misalignment of reagent 2 (r2) probe, which was resolved by aligning the probe as mentioned in the initial report, potentially contributed to the event. Component code and investigation conclusions code in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.